Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a periprosthetic fracture.

Manufacturer narrative:
Device history records were reviewed for lots 61723287, 61912038, & 61912036 with no deviations or anomalies identified that would have contributed to the reported event. Receiving and inspections reports were reviewed for all material lots for complaint parts and revealed all devices that were accepted, completed, and sent to inventory met specifications. The three cables were not returned for review; therefore, the exact condition of the components is unknown. This device is used for treatment. Based on the order running complete, it is believed the part was conforming when it left zimmer biomet. An initial product history search conducted 16/sep/2016 revealed no additional complaints against the related part and lot combinations for lot 61723287 & lot 61912038. It was reported that the patient experienced a periprosthetic fracture, but operative notes were not received. The exact cause of the fracture and the condition of the implants cannot be determined. A definitive root cause for the fracture cannot be determined with the information provided.